Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to noisy episodes on rv channel. A possible lead fracture was suspected. The rv lead remains in use; however, action is planned to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.